Event description:
Customer reportedly received results of 430 mg/dl and 97 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No action taken based on device results. No adverse event reported. Controls were run and out of range. Requested return of suspect device and replacement was sent.